Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, during colon resection, when the intestinal tract was clamped with the powered stapler with the first 60mm purple reload, zone 3-3 was displayed, and when the green button was pressed, and the firing was attempted, an excessive force indication was displayed. After that, the display showed ¿cartridge use 0¿ even though firing has not been done. A second reload was used, and the same issue occurred with the first one and the same thing was displayed as ¿cartridge use 0¿. A new powered handle and shell were used with a third reload, but same phenomenon occurred even though firing has not been done. A fourth reload was used and similarly, the display showed the used cartridge display even though the firing has not been done. The tissue was not thick or hard. After that, when the adapter was replaced and a black reload was used on the same tissue, zone 1-2 was displayed when the intestinal tract was clamped. The green button was pressed and fired without any problem. As a result, the device was used again after replaced the standard adapter. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3h2459y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# (B)(6) egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functionally, the reload was loaded into a representative handle. The clamping mechanism was deformed. The jaws were clamped and a noticeable gap could been seen. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was also reported that used reload was detected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.